Event description:
It was reported that during a vats wedge resection, the device jammed. The case was completed with a same like product. No pt consequence reported.

Manufacturer narrative:
Wedge bent. Eval summary: the analysis results found that the device was received with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components, and right wedge band was found bent along the body of the band. No functional test was performed due to the condition of the device. It should be noted that a least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.